Manufacturer narrative:
Medwatch sent to FDA on 07/19/2018. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Review of the device labeling notes the following: precautions: placement of the balloon within the stomach produces a delay in gastric emptying and this can create a variety of expected and predictable reactions including a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed throughout the entire placement duration. Most patients acclimate to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced after placement, physicians should prescribe proton pump inhibitors (ppis) and antiemetics prophylactically and consider prescribing antispasmodics or anticholinergic medications for cramping due to accommodation of the balloon, and/or prokinetic medications for symptoms due to the delay in gastric emptying). Patients should be advised to immediately contact their physician for any unusually severe, worsening, or recurrent symptoms. The physiological response of the patient to the presence of orbera¿ may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. In preparation for removal, some patients may have retained contents in the stomach. Some patients may have a clinically significant delay in gastric emptying and refractory intolerance to the balloon, necessitating early removal, and possibly leading to other adverse events. These patients may be at higher risk of aspiration upon removal and/or upon administration of anesthetic. The anesthesia team should be alerted to the risk for aspiration in these patients. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera¿ include: gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully filled (400-700 cc) balloon to impair the gastric outlet, which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require early removal. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach, delayed gastric emptying and/or the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. The event of impaired gastric emptying was reported in the us pivotal clinical study and was experienced by 8.8% of the participants. Warnings: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, gastric and esophageal perforation and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement.

Event description:
Reported as: a patient in the opas-1 orbera post-approval study experienced impaired gastric emptying. Device was removed.